Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log showed a calibration required prompt. Eight minutes into operation, the device prompts both a low battery and shutdown warning at the same timestamp. The presence of the 'battery calibration required' message suggests that the battery required calibration, potentially leading to inaccurate state of charge reporting. This condition depends on factors such as battery's age, usage, and maintenance history. The battery used was not returned for evaluation. No trend is associated with reports of this type.